Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell 3 of 5 on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the caregiver (cg) discovered that the bag connections were not fully tightened. The technical service representative (tsr) assisted the cg in ending therapy. The tsr reviewed proper procedure with the cg. The patient planned to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the reported condition was determined to be a loose connection. However, the cause of the loose connection was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.